Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Root cause was unable to be determined. Review of complaint history found no additional issues for these parts/lots. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported patient underwent a total hip arthroplasty. Subsequently, the patient was revised due to an unknown reason. The liner was removed and replaced. Patient underwent a further revision procedure due to dislocation. The modular head and liner were removed and replaced.